Manufacturer narrative:
Retainer = clear. On (B)(6) 2021 the customer alleged the insulin pump turns on but won't respond and stays on the same screen. The following were noted during visual inspection: scratched case, cracked select button keypad overlay, pillowing keypad overlay, and case cracked at the corner of the belt clip rails. Device passed the displacement test and the self test. All buttons are responding properly. Device was monitored for 24 hours and no frozen display noted. Device was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), keypad assembly, the motor, and force sensor noted during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. Device not responding and stays on the same screen (frozen display) is not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. Customer stated that the insulin pump did not allow them to do a rewind. Customer stated that the insulin pump turned on but it did not respond and stayed on the same screen. Customer also stated that there were no response from any buttons. Customer also stated that buttons of insulin pump did not began to work in less than 5 minutes without battery change. Customer was not able to try remote bolus with the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.